Event description:
It was initially reported that during a stone removal procedure, the access sheath was very tight from the start. The doctor reportedly did manage to get it in with some pushing. After removing a couple of stones which required the guide to be removed, re-insertion was more difficult and it was also tight to insert the scope as well. In spite of all this, the doctor continued to persever with the device only to end up perforating the ureter. Further info provided by the reporter showed on initial use, the dilator was passed on its own into upper ureter, then the dilator and sheath were passed together. There was no difficulty at this point. The scope was then inserted and a stone could be removed. Due to size of stone, a safety wire was passed into second lumen and the stone had to be removed together with the sheath. The second insertion of the sheath was tighter and the scope was extremely tight this time in the sheath. The second stone was removed again with the sheath. The sheath was then checked outside of the pt and the scope passed within the sheath with no problem. For the third insertion, the sheath was even tighter in the ureter and this was when the medial tear in right upper ureter occurred. A ureteral stent was placed for the next 4 weeks to give the perforated ureter a chance to heal. No further complications were reported.

Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record found nothing that may have caused or contributed to the reported event. When using any access sheath, it is important that the ureteral orifice is dilated sufficiently and the instrumentation is sized appropriately for the pt. The access sheath can be disassembled into two pieces and the dilator can be used on its own to 'dilate' the ureter if needed. Once dilated, the two pieces can be reassembled and reinserted into the pt. If any resistance is encountered, the system should be removed and the cause of the resistance determined. Never, under any circumstances should the resistance be ignored as forcing an instrument may lead to perforation and/or tears in the anatomy. Instructions for use state that special caution is advised when irrigating and/or aspirating through the device, hazardous high pressures and/or large volumes of fluid may result through misuse of the device. It is the responsibility of the user to ensure that pt safety is maintained at all times. When inserting a safety wire through the second lumen, do not continue to push if resistance is met. This could result in perforation.